Event description:
It was reported the customer had excessive no delivery alarms with their insulin pump. The customer also reported experiencing high blood glucose. The customer stated the alarms have been occurring for the past month. Customer has changed out their infusion set 6 times. The customer's blood glucose was 89 mg/dl at the time of incident. It was later found the customer experienced a high blood glucose of 350 mg/dl the following day. Customer's insulin pump will not be replaced at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.